Manufacturer narrative:
Zimmerbiomet complaint number (B)(6). One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual inspection of the as returned product identified a fractured collar, as well as dried bone around the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event.no pre-existing conditions were noted on the per, the patient had unknown bone density. The reported device was located on tooth # 36 (fdi) and was used for approximately 3 weeks. The customer did not provide pictures or x-ray images. DHR review was completed for the subject lot number (63089058). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (63089058) for similar events and no other complaints were identified.therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Premarket identification k011028 and k013227.

Event description:
It was reported that during placement surgery, the implant tsvb10 placed in dental site 19 was fracture and it was removed.